Manufacturer narrative:
Investigation results: scholly investigation received on 9/21 indicates that optic shows no defects. The optic shows minor abrasion due to normal use of the optic.

Event description:
The hosp reported that during endoscopic vein harvesting procedure, it was noticed that the scope lens was cracked. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.